Manufacturer narrative:
The account found the reverse trendelenburg limit switch is broken. The account replaced the reverse trendelenburg limit switch to resolve the issue.

Event description:
Account alleged that the reverse trendelenburg was not working. No injury reported.